Event description:
Event description boston scientific, crm received information that this patient was experiencing chest pain. Upon evaluation, right ventricular (rv) loss of capture was noted. A chest x-ray was also performed which suggested a perforation had occurred; however, subsequent tests and an echocardiogram were inconclusive. The lead was explanted and a new passive rv lead was implanted without further complication.